Event description:
Customer reported filter on extension set leaked, requiring them to re-make a chemo dose. No exposure was reported. Set was requested, but was discarded due to chemo exposure, so is not available for investigation.

Manufacturer narrative:
(B) (4). This report was filed by the MFR.